Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event while sleeping, was alerted to the low, and treated with food and oral carbohydrates including apple juice, oreo cookies, and peppermint; a subsequent fingerstick measured 157 mg/dl. Symptoms included hypoglycemia with an initial blood glucose of 51 mg/dl. Outcomes included no health consequences or impact following self-treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.